Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report that the pump module wouldn¿t turn off was not confirmed. The device correctly powered off as designed. Physical inspection of the device noted no damage or any anomalies. Review of the pump module error logs shows that on (B)(6) 2015 at 2:53 pm a single instance of channel error 240.4150.0 occurred. This error is related to an issue with the upper pressure sensor. After the channel error occurred, the user attempted to power off the pump module device using the channel off key multiple times and was unsuccessful. In the case of a channel error, to properly power off the device the user needs to press the confirm soft key on the pcu for the affected device, which was not done in this event. Thorough testing was performed on the upper pressure sensor. The upper pressure sensor measured in specification with no issues noted. The proximate cause of the customer¿s report that the pump module wouldn¿t turn off is being attributed to a malfunctioning upper pressure sensor. The root cause for the upper pressure sensor malfunctioning was not determined.

Event description:
The customer reported that a channel with a heparin infusion "bubbled the tubing and the pump wouldn't turn off." The staff removed the channel because it would not turn off. No other information is available, no report of patient harm or medical intervention.